Manufacturer narrative:
Date of event: it was reported that the issue has ¿been occurring for several days from last week¿ (dates unspecified). (B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of clearlink system non-dehp secondary medication sets were ¿sometimes leaking from the distal end, where it would be attached to a primary set when the on/off clamp (roller clamp) was closed¿. It was stated that the issue happens on different steps from set up to patient infusions. The sets were used with unspecified primary tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.